Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) console handle sticking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced console handle (handle sticking). A full calibration and functional check has been performed per the factory calibration procedures. The equipment was cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Installed the console handle into the cardiosave test fixture and tested the console case to factory specifications per the cardiosave service manual. The fat dept. Verified the failure of the console case handle sticks when re-tracked. Possible user abuse caused handle tracks to be off line. Retaining the console handle in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is user error.

Event description:
N/a.